Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 377775, lot#: v006395, implanted: (B)(6) 2006, product type: lead. Product ID: 377775, lot#: v006395, implanted: (B)(6) 2006, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for post laminectomy pain. The patient reported that the ins was removed a year and a half after implant because it was difficulty to charge the implant and it wasn¿t covering her sciatic pain. The patient reported that she worked with a manufacturer¿s representative (rep), but she couldn¿t get the therapy to help her. The patient also reported that the wires were still in her back. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. It was reported that there was scar tissue around the device, hard to pull out, left in place to avoid harm to patient. Patient was not getting more relief. Battery charged but patient did not like the paresthesia and wanted device out. Patient wanted device out since additionally she said the unit site was also painful. Patent's weight information was not provided. No further complications were reported/anticipated.